Manufacturer narrative:
The additional device referenced in b5 is being filed under a separate medwatch report number. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report soft tip damage. It was reported that during advancement into the anatomy through the leg, both steerable guide catheters (sgc) could not advance due to the anatomy and the tips became damaged and wrinkled. The anatomy was very tortuous. The procedure was aborted. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to advance appears to be related to patient morphology/pathology. The damaged and wrinkled soft tip were a cascading effect of the failure to advance; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.